Manufacturer narrative:
Date of event: exact date unknown, event occurred 1 month prior to the revision date.

Event description:
It was reported that the patients lead had migrated. The patient underwent a revision procedure wherein the lead was replaced with MRI compatible lead. The patient was doing well postoperatively. The explanted lead will not be returned.